Event description:
The clinician reports the implant was inserted 2024-10-22 in ada 14. On 2025-04-04, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.